Event description:
According to the complainant, approximately eight and one half minutes into the procedure, a leak was observed prior to the "fluid-loss alarm", resulting in a burn to the patient which did not appear to be severe. The procedure was not completed due to this event. The patient was treated with silvadene cream and a full recovery is expected. The burn was about the size of a dime and appeared to be blanched. The patient did not require any follow up visits to her physician.

Manufacturer narrative:
The lot number for the hydrothermablator system control unit is not known; therefore, the device manufacture date and expiration date cannot be determined. A visual examination revealed no damage reported by the manufacturer. Further analysis found the unit tested properly and passed functional wet test correctly. The device functioned as designed. Root cause is due to poor cervical seal and/or patient anatomy.